Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿ok¿ button was under responsive. Reportedly, the keypad cover was peeling prior to the tactile change. The reporter stated that there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. The keypad cover and the contrast button contact were missing. The ¿up¿ and ¿ok¿ buttons were unresponsive. Contamination was found under all the button contacts. The reported button/keypad issue was duplicated during the investigation. Unrelated to the button issue, the display was dim and discolored.